Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported failure. Fa found the instrument to have a broken grip at the grip base. A piece approximately 0.210" x 0.597" was found to be broken off the yaw pulley. The broken piece was not returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument was missing a portion of the grasper. Customer completed procedure with back up instrument of the same kind. The procedure was completed with no reported injury.